Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications during functional testing. A resistance test was performed, which the unit passed (device read at 13.20 ohms). The condition of the returned device was not consistent with the complaint that "the snare would not cauterize"; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2011-00799 addresses the other device. It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy (with polypectomy) procedure performed on (B)(6), 2011. According to the complainant, the first snare was positioned inside the patient's colon but would not cauterize when energy was applied with an endostat iii electrosurgical unit. This snare was removed from the patient and a second sensation standard oval snare was then positioned inside the patient; cautery failed with this snare as well. A competitor's generator and a new active cord were introduced and connected to the second snare. When this did not resolve the issue, the second snare was removed from the patient and a third sensation standard oval snare, from a different lot, was used to complete the procedure successfully. It is unknown which cord and generator were used to complete the procedure, but it was reported that the endostat iii electrosurgical unit and the first cord were used subsequently throughout the day with no issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2011-00799 addresses the other device. It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy (with polypectomy) procedure performed on (B)(6) 2011. According to the complainant, the first snare was positioned inside the patient's colon but would not cauterize when energy was applied with an endostat iii electrosurgical unit. This snare was removed from the patient and a second sensation standard oval snare was then positioned inside the patient; cautery failed with this snare as well. A competitor's generator and a new active cord were introduced and connected to the second snare. When this did not resolve the issue, the second snare was removed from the patient and a third sensation standard oval snare, from a different lot, was used to complete the procedure successfully. It is unknown which cord and generator were used to complete the procedure, but it was reported that the endostat iii electrosurgical unit and the first cord were used subsequently throughout the day with no issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.